Event description:
It was reported to philips that the device had a faulty battery (19036-0026-p) for which a replacement was required. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the device had a faulty battery (19036-0026-p) for which a replacement was required. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One li-ion battery pack was returned for failure analysis. The reported customer problem of the battery not charging could not be verified/replicated in the lab. The battery was received at 80% charged, was able to charge in the heartstart mrx, and passed the calibration test. However, the battery exhibited abnormal cf mode and vdq operation status flag conditions when received. The first condition cleared after a successful battery calibration test (bct). The second condition remained unchanged/abnormal, indicating an issue with the battery discharge cycle (invalid).